Event description:
A report was received that the patient's ipg was bothersome to him. The ipg had stopped working since a non-device related procedure. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was bothersome to him. The ipg had stopped working since a non-device related procedure. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that there will be no further course of action.